Event description:
The customer reported experiencing high blood glucose of 247mg/dl. The caller stated that she used to be in the 600's and feeling down when the glucose level dropped. Troubleshooting was performed, and the drive support cap was flush. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.